Event description:
Philips received a report from a customer reporting that they were performing a surview scan on a pt and reported that the pt support top lowered unexpectedly until it contacted the gantry front cover and the system e-stop opened, which halted the procedure and terminated the exposure. No one was injured by this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4). Initial MDR mailed on (B)(4) 2013.